Event description:
It was reported that the patient was "lost to follow up" and when he returned device could not be interrogated because of battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: product ID# (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.